Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of any electrode placement.

Event description:
Following a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. Approximately one hour after the conclusion of the ablation procedure, the patient experienced a vasovagal reaction and shortness of breath. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device during the procedure.